Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. The following information was provided by the initial reporter: "the 4 fps have now been documented and the root cause of the fps was the noise/temp issues that were reported on the d drawer what confirmatory testing was performed that determined the false positive result? The 4 samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? N.  If yes, were any patients treated based on erroneous results? N.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."

Manufacturer narrative:
H.6 investigation summary: customer reported "grinding noise - drawer d" on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Field service engineer (fse) was dispatched and replaced blower motor couplings. This is a confirmed failure of the bd product. The root cause was worn blower couplings. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. CAPA (corrective and preventive action) exists to address this failure mode. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. The following information was provided by the initial reporter: "the 4 fps have now been documented and the root cause of the fps was the noise/temp issues that were reported on the d drawer what confirmatory testing was performed that determined the false positive result? The 4 samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? N.  If yes, were any patients treated based on erroneous results? N.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."